Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of occlusion is listed in the esprit btk everolimus eluting resorbable scaffold system over-the-wire (otw) instructions for use as a known patient effect of coronary scaffolding procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The other scaffolds referenced in b5 are being filed under separate medwatch report numbers.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025 three esprit otw scaffolds (sizes 2.5x38, 3.0x38 (x2) mm) were implanted in the proximal right anterior tibial artery. During a follow-up appointment on (B)(6) 2026, the patient had bilateral cyanosis and non-palpable pulses. The patient was scheduled for an angiogram to treat a lower limb arterial occlusion (stenosis) in all three index scaffolds. On (B)(6) 2026, he underwent successful percutaneous transluminal angioplasty of the target anterior tibial artery, which improved from 100% stenosis to restored patency and flow. The procedure restored perfusion without complication, and the patient was discharged in stable condition the same day. No additional information was provided.